Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was unable to pull from medications from pptxradpx1 under the radiology tech role, but under the pharmacist role they did not have any problem but when the pharmacist switched the role to radiology tech she was unable to remove meds. Customer stated that when they tried to remove all the meds were greyed out - saying "no access." Radiology techs could pull medications from other stations such as pptxcltpx2 but not frompptxradpx1. Rebooted the station but still had the same issue. Since they were unable to pull meds from the station, the customer had to send meds from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system medication access restriction. A technical support specialist investigated the users access on station, identified insufficient permissions under the radiology tech role, and the user lacked access to the medications, leading to case closure. The system functioned as intended after the technical support specialist troubleshot the device. No resolution was provided by the technical support specialist or customer regarding the reported issue. No additional information is available.